Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a lay user/ patient called lifescan (lfs) alleging his onetouch ultra2 meter display was fading. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during february 2014 on an unknown day and time. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time in proximity to the alleged issue, she was dizzy and sweating. The patient reported on (B)(6) 2014 at 3:00pm she had 20 units of insulin as treatment. The patient reported no other device was used to measure her blood glucose. At the time of troubleshooting, the cca determined that there was no misuse of the product, and this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.